Event description:
It was reported that the customer rec'd an occlusion alarm during bolus delivery. The customer's blood glucose level was 600 mg/dl, but the customer had taken steps to correct. The cartridge and infusion set had been used for 2.5 days. As the customer changed the cartridge and infusion set prior to contacting tandem technical support, a system check to determine a possible cause of the occlusion was unable to be performed.

Manufacturer narrative:
Additional information rec'd indicated that the customer's blood glucose level had been lowered to 80-120 mg/dl and the pump appears to be working. The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours. The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.